Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device would activate when not needed. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B)(4).